Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the user caused the inlet to be damaged because the power cord was forcibly connected to or removed from the inlet, which caused the user to drop the device or hit a hard object. In regard to the excessive vibration noise, the suction panel wore out due to long-term use, and it was likely to be caused by the user due to accidental failure caused by age-related deterioration or due to impact such as dropping or hitting a hard object.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The air pressure was loose due to a worn-out connector unit and air joint. In addition, the unit was missing one suction cup/foot, and the other three (3) suction cups/feet were wore worn out. There was a crack on the main switch and a missing plastic cap. The inlet was cracked. The housing top cover and main chassis had paint scratches and corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the maintenance unit was shaking. The seal where the scopes plug into the device was bad. The issue was found at reprocessing. No patient involvement was reported.